Event description:
It was reported that the pt could not adjust stimulation. It was reported that the devices were turned off and the pt was unable to turn them back on using the pt programmer. Later, it was reported that the defibrillator had shut off several times lately and the pt still had concerns with their device. The pt had an appointment with their healthcare provider. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report# 3004209178-2011-07532.

Manufacturer narrative:
(B)(4).